Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 4mg/ml at 800mg/day via an implantable pump. The indication for use was chronic low back pain and non-malignant pain. It was reported that the healthcare provider stated that they saw an error code 232 (pump motor is currently stalled) and 234 (pump stopped for 0 hours and 0 minutes) on the tablet. The reporter confirmed that the patient did have an MRI back in (B)(6) around 280 hours ago and the patient did not have their pump check post MRI which then confirmed that there was a telemetry mode. The physician did confirm that after he went to update the patient¿s pump that the alarms and error codes were went away. The healthcare provider stated that he will bring the patient back in a week to check the volume discrepancies and to confirm in the logs that the motor stall recovery did happen today on (B)(6) 2022. The alarms were removed from updating the pump confirming telemetry mode and patient will be seen a week from today. The patient symptom was noted as pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.